Event description:
It was reported the abbott warranty department had received interrogation records displaying the patient's left ventricular (lv) lead had exhibited loss of cardiac pacing and high pacing measurements. The lv lead was reported to be replaced and no patient consequences were reported.